Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the year on the time and date setting changed to 2015 allegedly without user invention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data outside of normal patient use observed in the pump's black box. The dates in the ¿total daily dose¿ history were incongruent, changing from (B)(6) 2014 to 3/2/15 and from 3/8/15 to (B)(6) 2014. There was no data in the black box from these dates due to continued patient use of the pump overwriting those entries. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Unrelated to the allegations of a time and date issue, the display was dim and discolored. Additionally, the battery compartment was cracked along the side of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.